Event description:
It was reported that patients leads were embedded in scar tissue. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's leads were embedded in scar tissue. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient was implanted with a competitors device.